Event description:
Customer stated they are unable to remove the battery cap on insulin pump. Customer's blood glucose reading was 158 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: cracked reservoir tube lip, cracked battery tube threads, cracked display window and cracked case near display window corners noted during visual inspection. Damaged battery cap coin slot(p) noted. Blank display due to corroded battery tube and battery cap contact.